Event description:
The customer alleged that she received a control test result that was high, out of specification. While troubleshooting, she performed control tests and received results of 197 and 198 mg/dl. The normal control range was 110-152 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.